Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, several noise episodes, which caused inappropriate mode switch, were noted on the atrial lead. The noise was reproducible with isometrics. The lead was capped and replaced on (B)(6) 2020. The patient was stable before, during, and after the procedure.